Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and oversensing on the right ventricular (rv) lead that resulted in pacing inhibition between two and three seconds. Boston scientific technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service.